Event description:
The patient (B)(6) on date (B)(6) 2011 received a depuy implant at the right hip. Due to pain and general discomfort the patient had a blood analysis: high levels of cr and co were detected. The patient was subjected to a revision surgery.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. The patient was revised to address material drainage and debris.

Manufacturer narrative:
Depuy15-10. The patient (mrs piacenti secondina) on date (B)(4) 2011 received a depuy implant at the right hip. Due to pain and generale discomfort the patient mede blood analsys: high levels of cr and co were detected. The patient was subjected to a revision surgery. Update (B)(4) 2017: additional information received. The patient was revised to address material drainage and debris. This complaint was updated on (B)(4) 2017. Note that the patient has a ceramic femoral head the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.